Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was noted that the device could not be interrogated. Software reprogramming resolved the issue. The patient was stable with no adverse consequences